Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 436 mg/dl. The customer had symptoms such as being very tired. Customer's blood glucose value was 544 mg/dl at the time of the call. Customer tried correcting twice and blood glucose did not go down. Customer declined to troubleshoot for high readings. The product was not returned for analysis.